Manufacturer narrative:
Initial.

Event description:
It was reported that a user had an incorrect sensor type selected, leading to loss of glucose readings on the device and in the caregiver viewing app until the sensor type was corrected to freestyle libre 3 plus. No adverse clinical symptoms reported. Outcomes included restoration of continuous glucose data after the sensor type was updated and the sensor was rescanned. User support included remote troubleshooting and user education to verify and correct the sensor configuration and to rescan the sensor. Investigation of this case revealed a use-related configuration error, where the ilet was set to dexcom g6 instead of libre 3 plus, which interrupted data transmission until corrected. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.